Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was the battery considered to be excessively hot? Not excessively, but it was warmer than expected. You could feel the warmth, although it was 20 minutes the instrument was used. Did the customer report the battery was too warm to hold in their hands? No was there any report of a burn to the customer? No.

Event description:
It was reported that after a laparoscopic gastric bypass procedure, the nurse was going to release the battery from the instrument. The battery was extremely hard to get off, and it was only able to take it away when using another forceps. The battery was also warm after the procedure. There were no adverse consequences for the patient reported. The device was discarded.